Event description:
Pt stated she had right breast cancer and had a bilateral mastectomy with insertion of saline breast implants at (B)(6) hospital in 2000. Approximately one year ago left breast implant deflated. Today pt had removal of bilateral breast implants and insertion of bilateral silicone breast implants with bilateral nipple reconstruction.